Event description:
Dealer is stating left swing arm is bent because rubbing on rear shroud.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.